Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was interference on the monitors while cautery was being used, which led to unnecessary blood loss for the patient.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: interference/incorrect color. Confirmed failure: sensor shift, scratched or damaged window, and intermittent cable. Probable root cause: software, front board, digital board, lcd touch panel, sidne or sdc communication, power supply, filter / fuse, connectors, degradation from cleaning, use error. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was interference on the monitors while cautery was being used, which led to unnecessary blood loss for the patient.